Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy. After registration, the surgeon superficially checked accuracy and found it to be good. When navigating the posterior region of the sinus, the surgeon deemed being 4 millimeters inaccurate. The surgeon was performing surgery on a non-medtronic mobile metal operating table. In trouble-shooting it was determined that all towers were approximately 1 meter (or greater) away from the patient and the medtronic representative recommended the cell phone be removed from the surgeon's pocket. The tracer pattern was reviewed and found that very few posterior anatomical features had been traced; it was recommended to the surgeon to include some of the bony anatomy near the ears or further back on the forehead. The surgeon continued and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported that he went to the site on (B)(6) 2014 and performed testing with a demo head (blue and white) and the maquet table used during the surgery. The rep could not reproduce the issue using a proper registration pattern. The rep also tested the emitter at different heights and with a horse shoe head rest, and found no impact on the accuracy of the equipment. The rep reported that the alleged error was due to a poor registration pattern by the user. The rep performed a site training on emitter placement and also about how to improve the accuracy by collecting points more posterior with the tracer pointer during registration. The rep has since contacted the surgeons and there were no further issues reported since this incident.

Manufacturer narrative:
The site declined to provide patient information, referencing (B)(4) privacy laws. No parts have been returned to manufacturer for analysis. No further issues have been reported.